Manufacturer narrative:
The investigation of the returned pod found evidence of discoloration inside the device, indicating a possible internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The customer reported that she had gone to bed with a bg level of 150 mg/dl, but upon awakening, her levels had risen to greater than 400 mg/dl. No specific device issue was noted. She removed and replaced the pod; the suspect device will be returned for investigation.